Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron clinical system (dxc 800) cap piercer was leaking wash solution at the cap piercer blade and wick. Customer indicated that the cap piercer was leaking at the upper portion and lower portion of the cap piercer. Customer indicated that copious amount of wash solution fluid flooded out from the cap piercer when they tried to prime the system. Customer indicated that the caps were getting pierced. Customer reported that the dxc 800 gave a cartridge chemistry (cc) obstruction detection error. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the blade was overflowing, caused by a faulty cap piercer valve. The fse replaced the cap piercer assembly.

Manufacturer narrative:
(B)(4).